Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed error did not reappear, and successfully started new sensor session; no additional actions were reported.